Event description:
Pt undergoing laproscopic surgery when stapler used did not 'fire' to clamp off artery. Procedure changed to an open procedure to clamp off bleed that stapler missed. Surgery for kidney donation completed from this point without further complication.